Event description:
The manufacturer received information alleging filter full of black gunk, particles in tubing/chamber related to a CPAP device's sound abatement foam. The patient alleges to have cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused the patient cancer, occasionally wakes up with headaches. The patient alleged visualization particles in tubing/chamber. The patient alleged filter full of black gunk. The reported event of cancer, occasionally wakes up with headaches and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. A correction to b5 was made and should be: the manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused the patient cancer, occasionally wakes up with headaches. The patient alleged visualization particles in tubing/chamber. The patient alleged filter full of black gunk. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.